Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 700cc mentor memorygel breast implants, catalog number 3505700bc, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2020. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced possible rupture on the left side and shocking pain in the areola nipple on the right side postoperatively. As a result, the patient is scheduled to undergo bilateral device removal and replacement with 700cc mentor memorygel breast implants, catalog number 3505700bc on (B)(6) 2020. This report is for the patient's left-sided device.